Event description:
The customer reported the uom in their freestyle meter changed from mg/dl to mmol/l after changing the battery. The meter has been returned and, through the course of investigation, has been discovered to exhibit the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been notified by the adc fa16may2006 letter.